Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation since it was reportedly discarded by the user facility. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. The case will be closed from olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the loop wire at the distal end of the hf resection electrode broke off and fell inside the patient. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.